Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and corrections to e2, e3, g2 also selected ¿health professional¿ (inadvertently left off the initial report). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to use of excessive force by the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Follow up communication with the customer provided no further information other than confirming that the issue occurred while setting up for a procedure (preparation for use). The subject device was received and evaluated . Device evaluation, optical fiber inspection found broken optical lenses . The reported issue was confirmed. Furthermore, the following defects/findings were identified during device inspection: scratches on outer tube noted. Objective window found dents on the edge. Minor dents on funnel observed. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported crack on the lens were observed. The issue found at preparation for use. No harm was reported. No patient harm, no user injury reported .